Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that multifocal toric intraocular lens was explanted as the patient constantly complained about near vision. The lens had been fully inserted and was replaced with the same model, differing by 1.5 diopters. Additional information indicated that near-field vision improved after the lens replacement, and there were no further complaints of discomfort. No other information was provided.